Event description:
The pt arrived in ER with chest pain and ventricular tachycardia. The lp12 defibrillator monitor was used to monitor the pt. At this point, the lp12 was in AED mode. The charge nurse reported that the lp12 fired twice, while the pt was still talking, without intervention from any staff members, several staff members were inside the room during the event. Staff members were interviewed, in the following days, but no one could tell what was going on because of all the excitement. The lp12 was checked for proper operation by director of nursing and was then taken to the biomed dept for further test. Director of nursing contacted MFR. Then the lp12 was returned to the MFR for further analysis.